Event description:
The pt was implanted with the bacfix thoracolumbar fixation system in 2002 using ti flexible angle pedicle screws in l2-l3 and 5.5mm ti rods. X-rays taken 3 months later showed that both rods had dislodged from the l3 screws and slipped in the right l2 wedge. The rods remained relatively parallel (rotated counter-clockwise) most likely due to a crosslink. The hardware was explanted 3 weeks later and the pt was revised.